Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was performed and found no issues during the original build. Because the pump was not returned mmdg was not able to investigate or confirm the complaint. This report will be updated if the pump is returned to mmdg.

Event description:
The initial reporter stated that pump "doesn't flow". Mmdg did follow up with the initial reporter, who stated that this occurred during testing. (B)(4).

Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was performed and found no issues during the original build. When the pump was returned to mmdg the pump was found to be under infusing, however, it was still within the volumetric range that mmdg considers not reportable. The pump did also deliver as expected. Based on this information, no MDR was required.

Event description:
The initial reporter stated that pump "doesn't flow". Mmdg did follow up with the initial reporter, who stated that this occurred during testing. (B)(4).